Manufacturer narrative:
Device used in treatment. The device was not returned for analysis. The device history record was reviewed to confirm that the device passed all applicable in-process and final inspections. There was no specific performance related failure reported by the user. The device passed all in-process and qa final inspection steps before shipping to the customer. No further investigation is required. Based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity. The event will be re-evaluated if additional information becomes available. No further follow-up is required.

Event description:
It was reported that on (B)(6) 2019, an (B)(6) male was having a high risk percutaneous coronary insertion procedure. During the procedure, the physician used a 14 french, 25 cm length oscor peel-away introducer. The peel-away sheath was left in access site during the procedure. An echo revealed the device's position was too shallow, and therefore the peel-away was removed by the physician to have better stability. Shortly after removal, a slight ooze developed into a growing hematoma. They physician suspected a tear in the patient's artery was to blame, caused by sheath removal. However, it should be noted that the arterial tear was only suspected and never confirmed. No blood products or additional intervention was required to remedy the bleed, besides early removal of the impella cp pump and site closure. Patient is in stable condition and did not endure any lasting harm. The peel-away sheath was discarded.